Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The nc trek instruction for use (IFU) states that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The 3.50 x 15 nc trek is filed under a separate medwatch report number.

Event description:
It was reported that two nc trek balloon dilatation catheters (bdc) were prepared for use inside the patient anatomy.during the procedure of the non-calcified, non-tortuous, left anterior descending artery (lad), the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was attempted but failed to inflate at the lesion. The device was removed without reported issue. A 4.5 x 15 mm nc trek bdc was used in the procedure but had a long deflation time of approximately 25-30 seconds before removal from the anatomy. Although procedure time was extended there was no reported adverse patient effect or a clinically significant delay in procedure. Final patient outcome was reported as good. No additional information was provided.